Event description:
Patient reported after she changes the insulin cartridge, she only needs 80-90% of the insulin she usually needs. Patient stated she has to reduce her basal rates and then after 3 days, she can change the basal rate back to 100% again. Patient reported if she doesn't do this, she experiences hypoglycemia and her blood glucose decreases to 3 mmol/l (54 mg/dl). Treatment received was not provided. Pt's normal blood glucose level was not provided. Pt stated she thinks the infusion device delivers too much insulin. Patient reported she used the insulin cartridge for 10 days. Advised pt on recommendation for cartridge use. No further info is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.